Event description:
It was reported that the tip of the small pointer was found to be broken off at the sterile processing department of the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event that the tip had broken off was confirmed through the visual inspection. During the device evaluation, it could not be determined what caused the broken tip. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that the tip of the small pointer was found to be broken off at the sterile processing department of the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.